Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the foley catheter balloon was one sided bulged at the ratio of 10:0 was confirmed. As per investigator notification received on 22jul2025, stated that balloon rupture present on returned sample.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12866756. Received 3 photo samples: first photo shows inflation cap. Second photo show's top view of catheter and syringe used for reported event. Third photo sample shows end of balloon with rupture present. Visual: received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Balloon rupture was present on returned sample (pr#12549984). Due to the balloon rupture in the returned sample, it cannot be tested for the reported event. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12866756. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the foley catheter balloon was one sided bulged at the ratio of 10:0 was confirmed. As per investigator notification received on 22jul2025, stated that balloon rupture present on returned sample.